Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint regarding the lot number 9888950 on the same defect. B3: estimated date.

Event description:
According to the available information, foreign object was in the duct.

Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints and we didn't find other complaint regarding the lot number 9888950 on the same defect. On the photo available in the complaint, we can see a black foreign body. It is a rope that allows the opening to be blocked at the time of hydrogel quenching. It is normally removed after hydrofreezing, this was forgotten by the operator. A resensitization was done with operators concerned with the workshop manager of the area to avoid this issue occurring again. A risk management file evaluation was performed. The evaluation showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.